Event description:
It was reported the patient was in the hospital due to an infection at the ipg site. The patient was administered IV antibiotics and the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.